Event description:
Pt suffered a spinal injury on 9/18/94 and was immobilized in a halo traction. He presented with headache for 3 days at which time it was apparent that the entire halo ring had shifted from left to right. Skull films revealed the left anterior lateral skull pin had penetrated the outer table of the skull. The halo was removed and a collar placed. The pt denied trauma.